Manufacturer narrative:
PMA/510(k) #:k151676. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a retracta detachable embolization coil was used in a (B)(6) year old male patient during an embolization of a varicocele. The reporter stated the physician used 4 retracta coils. Three of the coils were deployed successfully. As reported, "the fourth retracta couldn`t be detached." The user also experiences difficulty pulling back of the device in the catheter. The device was successfully removed, however a portion of the coil detached into the vein. The fragment was not removed. No other adverse effects were reported for this incident.

Manufacturer narrative:
Correction: upon review, this medwatch report and medwatch report #1820334-2019-01605 record the same event. Follow ups will no longer be submitted for this report. Additional information and the investigation will be submitted under medwatch report #1820334-2019-01605. The information in medwatch report #1820334-2019-01605 has been verified. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.